Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with noise on the right atrial lead. No intervention was reported.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the patient presented for a follow-up in clinic. It was noted that the right atrial lead exhibited noise oversensing. Programming changes were made.